Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient is not receiving cardiac resynchronization therapy because the left ventricular (lv) lead was programmed off a few years ago due to high out of range pacing impedances of greater than 2000 ohms and no capture at maximum output. The patient noted the lead may be replaced at a later date, and was concerned about procedural mortality. At this time, no further actions are planned, this lv lead remains in service and there were no adverse patient effects reported.